Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, it was noted there was a third-party repair performed on the insertion tube. The event was attributed to usage problems and failure to follow instructions. It is likely the following led to the malfunction: excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchofiberscope insertion tube was corroded. There were no reports of patient involvement.